Event description:
During an endoscopic procedure to treat a bleeding ulcer in the rectum following a previously occurring emr, the physician used a cook hemospray endoscopic hemostat. It was reported that the physician was not able to apply [spray] powder when the trigger button was pressed. No powder was released through the catheter. Because there seemed to be no activity from the first device [difficult or unable to spray powder captured in separate report], we quickly switched to a second device in view of the bleeding. A new line [catheter] was used for this. Even then there was no transport [spray] of powder [difficult or unable to spray powder-subject of this report]. Afterwards when removing the line the gun worked. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972 description of event was updated to correctly assign the event details to the devices involved. Incorrect information was provided with the initial complaint details. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was present within the device nozzle and powder was loose within the tray and on the outside of the device when returned. The catheter returned presented with powder within it and dark powder was also present. The red adapter on the catheter had an accumulation of powder within it as well. The catheter was removed, and the device was tested as returned with the included co2 cartridge and activation knob. The device sprayed as intended without the catheter attached. The returned catheter was attached to the nozzle and was tested. The device failed to spray, and a humming noise was observed with the returned catheter attached, confirming that the catheter was clogged. The co2 cartridge audibly discharged upon deactivation and was fully punctured. The foam insert was present inside the handle with the slits in the foam facing downward toward the co2 cartridge. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was a clogged catheter. Information provided by the user indicates that the proximal end of the catheter was not occluded during advancement down the endoscope channel. This can result in a clogged catheter and is the most likely cause. The IFU instructs, "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." A corrective action was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided by the user indicates that the proximal end of the catheter was not occluded during advancement down the endoscope channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to treat a bleeding ulcer in the rectum following a previously occurring emr, the physician used a cook hemospray endoscopic hemostat. It was reported that the physician was not able to apply [spray] powder when the trigger button was pressed. No powder was released through the catheter [difficult or unable to spray powder-subject of report]. Because there seemed to be no activity from the first device, we quickly switched to a second device in view of the bleeding. A new line [catheter] was used for this. Even then there was no transport [spray] of powder [difficult or unable to spray powder captured in separate report]. Afterwards when removing the line [catheter] the gun worked. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.